Event description:
The customer reported to siemens that they obtained two (2) erroneously depressed sodium (na) patient sample results on a dimension exl 200 system. The erroneously depressed results were reported to the physician(s), and the results were questioned. It is unknown if the same samples or new samples drawn from the same patients were reprocessed on the original dimension exl 200 system and on an alternate dimension exl with lm system. The reprocessed and/or redrawn results obtained were higher, matched patient history and were considered correct. Corrected reports were issued. There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed sodium (na) patient results.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding erroneously depressed sodium(na) patient sample results obtained on a dimension exl 200 system. Siemens is investigating the event.

Manufacturer narrative:
Additional information (30-may-2024): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc observed that the calibration was acceptable and the dilution check passed. Quality control (qc) recovery was within the customer¿s acceptable ranges, indicating that the sodium (na) assay was performing acceptably. The issue was resolved by replacing the sensor with a new sensor from the same lot as per the standard laboratory maintenance schedule. The cause of the event is unknown. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2024-00136 was filed on (B)(6) 2024.